Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead was admitted due to congestive heart failure. It was noted this lead exhibited an increased in pacing threshold measurements. The cause of the increased threshold measurements was not determined, however did result in intermittent loss of capture. An invasive procedure was performed. The rate/sense portion of this lead was surgically abandoned. The shock portion remains in service. No additional adverse patient effects were reported.